Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the guidewire, arteriotomy locator, hemostasis sheath, and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube were cut apart into multiple pieces. The anchor and collagen are present with the device and appear to have been cut from the carrier tube. The collagen is not tamped. The complaint can be confirmed for a nondeployment device pullout. The device was returned cut into multiple pieces, but this most likely occurred after the complaint event to locate the anchor. The anchor and collagen were included with the sample. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the initial assembly of the angio-seal device was completed without issue. The correct steps were followed to locate the arteriotomy. Both the initial and secondary clicks were observed during deployment. Upon retraction of the device, the entire assembly was removed, and the angio-seal was found to remain inside the sheath. Closure could not be achieved with the device. Manual pressure was applied, and the patient responded without complication. The procedure performed was gastrointestinal bleed angiography. No blood loss was reported. The event occurred intra-operatively. The patient's pre-procedural condition was gastrointestinal bleeding.